Event description:
Elderly male, mentally handicapped and recent decreased appetite, urosepsis and metabolic encephalopathy. Procedure: gastro tube insertion. The retention balloon broke while inflating under fluoroscopy. Both pieces removed without known harm to patient. A new one placed without difficulty. Manufacturer response for tubes, gastrointestinal (and accessories), entuit thrive (per site reporter): will obtain.